Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The acetabular reamers have become dull over time.

Manufacturer narrative:
Additional narrative: examination of the returned instruments confirmed the complaint; the grater heads are not sharp compared to when first distributed. Provided information states the instruments have become dull over time and need replaced. Review of the lot numbers found the instruments range from 2 to 9 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.